Manufacturer narrative:
The device history record (DHR) for lot 2333116864 was reviewed and no anomalies related to the reported issue were observed. A picture and a few devices were received for evaluation and the reported condition was observed; however, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. Manufacturing personnel were notified of this complaint for awareness and all information received will be used for tracking and trending purposes.

Event description:
The customer reported that the tips that get inserted are curved and cannot be used. When attempted to use it, it was too painful. Per customer, the problem must be coming from the way they were packaged. There was no medical intervention or treatment required.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Section d4 (lot number): originally reported as 2400111564 and should be 2333116864, (unique identifier (UDI) #): originally reported as (B)(4) and should be (B)(4).